Event description:
Account had two cracked canisters found as they were setting up for a procedure. They replaced the canister and completed the procedure.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.